Event description:
The customer reported the av power module did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module did not work. There was no reported pt involvement. The ac power module was not available for eval. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where module did not work.